Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 37 mg/dl while she was in class. The customer stated that her last blood glucose was 67 mg/dl when she ate. The customer stated that she was also below 7 mg/dl and the pump would not give insulin. The customer called back the next day and had blood glucose reading of 173 mg/dl when she got out of the shower. The customer stated that she ate a snack and her blood glucose reading was 33 mg/dl. The customer stated that she changed her site and it did not release. The customer stated that there were air bubbles in the tubing. The customer was assisted with filling the reservoir and set change.